Manufacturer narrative:
(B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) top screen was glitching and flickering. No patient was involved, and no harm was reported. The customer stated that the upper screen flickered and did not display properly. A getinge field service engineer (fse) evaluated the unit over multiple days; however, the reported issue could not be duplicated. The fse tapped and applied pressure to the screen but did not observe any abnormalities. During the inspection, the fse observed a significant amount of liquid residue on both displays. It is not recommended to leave liquid on the displays, as it may affect performance. Additionally, a crack was identified in the top cover of the upper display. The fse replaced the display top cover assembly (d040-00-0457). Following the repair, the unit passed all functional and safety tests in accordance with the manufacturer¿s specifications.